Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unable/unwilling to answer most questions surrounding the alleged issue. It is unknown when the alleged issue began. It is unknown how the patient manages their diabetes. It is unknown what, if any, symptoms the patient developed. The patient reported visiting an urgent care clinic but it is unknown what, if any, treatment the patient received. The cca was unable to troubleshoot with the patient as they did not have their testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.